Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) after checking, found that the insulation covering the ECG cable was torn. After testing the ECG cable, it was found that it could still be used. On 30 jun 2025 price had been offered, waiting for po to be issued. No other information is available, still waiting for repair approval from the customer. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had broken ECG cable. There was no patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). Initial reporter full name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: e1 (event site address), h6 (medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) after checking, found that the insulation covering the ECG cable was torn. After testing the ECG cable, it was found that it could still be used. Fse replaced ECG trunk cable assy (d012-00-1155-02) and ECG leadwire cable assy (d012-00-1157-02). All functional and safety checks are meet to factory specifications performed and returned to use.

Event description:
Na.

Manufacturer narrative:
Corrected fields: h6 (medical device problem code) updated fields: b4, g1, g3, g6, h2, h11.

Event description:
Na.